Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the fenestrated bipolar forceps instrument moved counter-intuitively. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The instrument was moving in opposite/reverse direction to surgeon¿s commands. It was unknown if the movements of the surgeon scaled appropriately to the instrument. There was no instrument-to-instrument or system arm-to-arm interference or any external collisions. The issue was persistent, the customer tried to re-install the instrument. The device was inspected prior to use and no damage was observed. The procedure was delayed by 5 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The reported event with the instrument could not be replicated nor confirmed. Visual inspection was performed, and no grip misalignment was observed. The inputs were manually articulated, and the grip tips moved accordingly. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.